Manufacturer narrative:
This report is for two (2) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent open reduction internal fixation (orif) with locking compression plate (lcp) for proximal lateral tibia (plt) for a tibial plateau fracture on (B)(6) 2009. Approximately eight (8) years ago, revision surgery was performed due to infection. During the procedure, two (2) unknown screws broke and could not be removed. The screw heads had been stripped. The surgeon tried using a carbide drill, however, it took such a long time for polishing, he finally gave up. The surgery was completed without removing the broken screws and without removing the unknown plate. On (B)(6) 2019, symptoms was suspected as infection at the surgical wound of the patient. On (B)(6) 2019, patient underwent a second procedure to removing the implants. However, the surgeon couldn¿t remove the screws and the plate using the instruments set which had originally been prepared. So, the surgeon decided the surgery was finished without removing the implants. The surgeon commented that there is a high possibility that the infection was caused by the implants since the infection started from the insertion point of the implants. On (B)(6) 2019, the removal was scheduled but cancelled since the symptom of infection had subsided. The treatment plan reported is that removal of implants will not be performed because of internal risk due to diabetes and high blood pressure. Antibiotics will be administered, and a follow up observation will be performed. This (B)(4) captures the post operative events involving the infection caused by the implants - detected on (B)(6) 2019. (B)(4) captures the intra-op event which involved difficulty in the first removal of the implants approximately eight years ago. (B)(4) captures the event regarding the difficulty in the second removal of the implants on (B)(6) 2019. This report is for two (2) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.